Event description:
It was reported that the right ventricular lead was replaced due to noise and oversensing. The physician also elected to replace the device for the purpose of meeting therapy needs. No additional adverse patient effects were reported.